Manufacturer narrative:
The main component of the system. Other relevant devices are: etlw1613c199ej , s/n: (B)(4); use by date: 07-dec-2017; upn # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 71 mm diameter abdominal aortic aneurysm. The aortic neck was 24 mm in length and proximally it was 21 mm in diameter. There was tortuosity and calcification present in the vessels. It was reported that during the index procedure, the limbs were overlapped to each other by two stents. No endoleak was observed at the postoperative 6 months follow up. Then, the postoperative 1 year follow up revealed that the limbs were overlapped by only about 0.5 stent, and an endoleak was detected as well. Per the physician the cause of the event was due to user error (initially, the limbs were planned to overlap by 3 stents, however only 2 stents were overlapped, and this seems to be the cause of the event. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Additional information received for this case reported that an intervention was completed approximately 13 months post index procedure. An endurant limb (etlw1616c124ej) was implanted inside of etlw1616c82ej and etlw1613c199ej. After etlw1616c124ej was implanted and ballooning was performed, angiogram confirmed that the endoleak was resolved. It was reported that patient status was stable with no issue. If information is provided in the future, a supplemental report will be issued.